Manufacturer narrative:
Add: the reported condition was verified (previously omitted). Change: the cause to a manufacturing related issue (previously reported as not determined). Add: a nonconformance has been opened to address this issue (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. This issue was discovered prior to patient use. The device was filled with piperacillin/tazobactam with a total volume of 230ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the issue was further described as, during inspection the labeller observed large amounts of fluid inside the housing. H4: the device was manufactured from october 6, 2022 - october 7, 2022. The actual device was received for evaluation. A visual inspection was performed using the naked eye noted fluid inside the housing. The exact location of leak inside the housing could not be clearly identified during the visual inspection because the bladder crimp was touching the bottom area of the housing. Therefore, the fluid had to be released from the bladder and green color water was added to the bladder. After green color water was added to the bladder, leak was observed coming out at one side of the bladder crimp. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.